Event description:
It was reported that the patient had problems with her neurostimulator device and wants the device to work without having to go to the doctor¿s office. The device hasn¿t worked since time of implant and was causing her to go to the bathroom more. She was still wearing pads and going to the bathroom. She was implanted for stool and bladder incontinence. Its causing her to go to the bathroom more often. She had gas "walking motorboat", and her rectum feels like it¿s on fire. It was causing her pain and discomfort. The patient had tried all of the different programs and nothing works. The nurse practitioner set it up but didn¿t know what to do. She was on program 1 at 3.0 volts. Patient services walked her through how to turn stimulation off. The patient reported that her leads moved during the trial so she did not get accurate results. This was a week or two before implant. If she sat down she would jump up. Caller states it was uncomfortable. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015 but was cancelled. Please reference report 3004209178-2015-00489 due to reported in error regarding system reporting with an implantable neurostimulator device.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3889-28, lot# va0my9y, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information suggested the trial lead movement was not related to this event. Therefore, a separate event was created for the trial lead movement. Reference regulatory report #3007566237-2015-00402 for any additional information related to the patient's trial.